Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a painful sore under right breast area and on the right side. There was no alleged device malfunction contributing to the reaction. The patient¿s home health nurse has been treating the reaction and the patient has consulted their physician. Outcome of the reaction is unknown.